Manufacturer narrative:
(B)(4). Microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Protrusion height and morphology of node deformation found to be consistent with full tightening. Center protrusion deformation height (@ center) consistent with bench comparison samples. Conclusion: set screw rod interface node height and morphology are consistent with full tightening.

Event description:
It was reported that a patient underwent a procedure for lumbar fusion at l4-s1 with implant of posterior pedicle screw/rod fixation. Post-op the locking screws became loose from the pedicle screws. The patient underwent second surgery to remove the hardware.